Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 1 faulted. The site stated they could not recover and disabled usm 1. The customer stated they would do the case as a 3 usm system. There were no reports of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate the customer complaint "error 1162". In logs, 1162 error was found indicating axes controller (ac) magnetic cannula sensor fault reported by the axes controller spar (acs) board usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. As a result of these finding, failure analysis concluded that the axes controller spar circuitboard (acsc) printed circuit assembly (pca) and flat flex cable (ffc) are consistent with the reported event and are the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.